Event description:
A customer reported an issue with the pump's touchscreen responsiveness, as the screen was frozen and not responding to input. There was no adverse impact on the customer's blood glucose level. Technical support provided complete pump reset information, but the customer was still unable to interact with the pump screen following the reset. Consequently, technical support decided to replace the pump. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.